Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red with some bumps under the back pads and the front left electrode. There was no alleged device malfunction. The patient's dermatologist prescribed nystop 100000 u/gm powder. The patient reported that the skin was improving.